Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery not holding charge) has been confirmed. As received, wires were exposed on the power supply. The cause for the battery not holding a charge is due to intermittent power failures. The cause for the intermittent power failures is due to wires pulling from the connector on the power supply. The root cause for the exposed, and therefore, pulling wires cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective power supply connector. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report that one of his batteries does not seem to hold a charge as long as it should. A patient service representative (psr) also contacted zoll customer support while assisting the patient to report exposed wires on the power cord of the patient's charger/modem. The patient was issued a replacement battery charger/modem.